Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) USA alleging that the patient's onetouch ultramini meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged power issue began at 8pm on (B)(6) 2015. The reporter informed the cca that the patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The reporter stated that ¿within one hour¿ after the alleged power issue started the patient experienced the symptom of ¿shakiness¿, however, did not require any form of treatment as a result of this symptom. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.